Event description:
The customer contacted stryker to report that their device's power button was not working, intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's power button was not working, intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The device's main keypad was determined to be the cause of the reported issue. The customer declined the keypad repair. The device was returned to the customer.

Event description:
The customer contacted stryker to report that their device's power button was not working, intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.